Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self- test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displays the 100 mg/dl value properly on display graph. The low blood glucose predict, threshold suspend, and high blood glucose predict features are working properly. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, missing end cap sticker, minor scratched lcd window, scratched reservoir tube window, missing address and serial number label..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they have been hospitalized due to low readings caused by false sensor readings and also mentioned a high blood glucose level of almost over 400mg/dl. It was provided to be at 374mg/dl. The customer spouse stated that the customer were in for a surgery but had to delay surgery until blood glucose level went down. The spouse also stated that the customer was treating based on the sensor glucose value and ended up in the hospital for low blood glucose on separate occasions. The spouse was explained to that the customer should be treating based on blood glucose level and not the sensor. The hospitalizations were on (B)(6) 2017 for a low of 25mg/dl, (B)(6) 2017 for 30mg/dl and (B)(6) 2017 for 20mg/dl. The patient's blood glucose was 107mg/dl at the time of the call. The customer was wearing the insulin pump during hospitalization. The customer stated that the insulin pump was not exposed to strong magnetic fields and believed that it was over delivering. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.